Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: information cannot be provided due to personal data privacy legislation/policy. Section a-3a patient sex: information cannot be provided due to personal data privacy legislation/policy. Section a-3b patient gender: information cannot be provided due to personal data privacy legislation/policy. Section a-4 patient weight: information cannot be provided due to personal data privacy legislation/policy. Section a-5 patient ethnicity: information cannot be provided due to personal data privacy legislation/policy. Section a-6 patient race: information cannot be provided due to personal data privacy legislation/policy. Section b-3 date of event: unknown/asked information was not provided. Section d-6b date explanted: unknown/asked information unavailable. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient had an hyperopic outcome, thus the iol was explanted in a secondary surgical procedure and replaced with a drt150 17.0 diopter iol. Patient prognosis post lens exchange is unknown. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 17-jul-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The lens was cut and coated in viscoelastic residue. The lens was cleaned, inspected, and damage was observed to be cut and coated in viscoelastic residue. The lens was cleaned and inspected, and damage was observed on the edge of the lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received regarding this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.